Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: thrombus requiring medical intervention to prevent permanent impairment or injury. Device issue: no device malfunction has been reported. It was reported via a trial that during the index procedure in 2008, two stents were placed in the mid lad lesion, a 2.5 x 23 mm rx xience v and a 4.0 x 23 mm rx xience v. A stent was placed in the proximal rca; however, the stent info was not provided. The proximal circumflex was treated with a 2.5 x 12 rx xience v stent. At about one week later, the pt had a coronary angiogram done, given the possibility that cardiac arrest might have been related to ischemia. The coronary angiogram showed a non-occlusive thrombus in the lad stent implant site. This was treated with a ptci procedure. No additional event or patient info is available.

Manufacturer narrative:
Results and conclusion summation - product performance determined arrhythmia, ischemia and thrombosis, as noted in the xience v IFU are known adverse events associated with coronary stenting and are not necessarily an indication of a product quality issue. In this case, it is possible that the arrhythmia is a secondary effect of the thrombosis that was treated with ptci and required hospitalization. However, a conclusive root cause for the reported pt effects, and the relationship to the devices, if any, cannot be determined. The 4.0 x 23 mm rx xience v stent is being reported under this manufacturer report number.